Event description:
It was reported that the system had a pre-charge error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.